Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the patient experienced halos. The iol was exchanged eight months after the initial procedure for another lens model with one diopter less power. The clinical reason given for the explant was dysphotopsia. Additional information has been requested.